Event description:
Outbound extension sets 60 inch minibore with 0.2 micron filter. Leak at the circle filter imbedded in the tubing. Father of patient reports leaks on (B)(6) 2018, lot # 3667097; made in (B)(4); same lot # for all. No further details provided. Diagnosis or reason for use: sph. Is the product compounded? No. Is the product over-the counter? No.